Event description:
During a follow-up, noise resulting in oversensing episodes were observed on the right atrial (ra) lead. Lead damage was suspected but it was not confirmed. The device was then reprogrammed to resolve the event. The patient is stable with no consequences.